Event description:
It was reported that an unspecified bd syringe had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing from shelf carton. Verbatim: consumer stated he has a box of the bd insulin syringes with no expiration date on them. Stated he does not see a lot # but sees a control #. Product box is unopened. Advised consumer that this box would be expired."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. See h.10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was missing from shelf carton. Verbatim: consumer stated he has a box of the bd insulin syringes with no expiration date on them. Stated he does not see a lot # but sees a control #. Product box is unopened. Advised consumer that this box would be expired."